Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The suture thread was divided into two parts during use. Another like device was used to complete the procedure with no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for needle pull tensile strength and they met the requirements.